Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. On (B)(6) 2017 the device was explanted and replaced. The patient was in stable condition post surgery.